Event description:
The customer reported that the unit alarmed with error code message of machine and proximal pressure sensors failed at power up. The customer reported there was no patient involvement.